Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment and in use. The root cause was determined to be a defective mainboard. In consequence the mainboard was exchanged from the hamilton-c3. A full-service test was performed, and the ventilator was returned to service. There was no patient or user harm.

Event description:
Hamilton medical ag (hmag) received the following event description from the medical engineer at the hospital: " I have just been to itu to collect a c3 ventilator which shut down without alarms or warning after 10 seconds of being unplugged from the mains, and lost all its settings. It was connected to a patient in itu at the time. I have replicated the issue. The batteries are both fully charged, in good health, and were checked (and one replaced as per service schedule) in october. The machine was serviced by me in october, and the blower motor replaced as per blower timer schedule (102%). I have the logs from now, and also the logs from october after the maintenance."

Manufacturer narrative:
Hmag requested further information about the incident. Investigation is ongoing.

Event description:
Hamilton medical ag (hmag) received the following event description from the medical engineer at the hospital: "I have just been to itu to collect a c3 ventilator which shut down without alarms or warning after 10 seconds of being unplugged from the mains, and lost all its settings. It was connected to a patient in itu at the time. I have replicated the issue. The batteries are both fully charged, in good health, and were checked (and one replaced as per service schedule) in october. The machine was serviced by me in october, and the blower motor replaced as per blower timer schedule (102%). I have the logs from now, and also the logs from october after the maintenance."